Event description:
It was reported that a right ventricular (rv) lead microdislodgement occurred post-operatively. A loss of capture and unstable thresholds were also noted. The lead was inactivated. Approximately two days later, the entire pacing system was explanted. Per physician discretion, an alternative lead was not placed. It was noted that multiple dislodgements had occurred during initial implant and optimization and the physician did not feel repositioning the lead would resolve the issue. The physician chose to instead implant a leadless pacing system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.